Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82232917 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the saber rx 5mm 20cm was attempted to be inflated after crossing the lesion; however, the pressure did not rise. The balloon part did not inflate on angiography. Leakage from the balloon shaft was confirmed after removing the device from the patient. The complaint device was replaced with another balloon catheter and the procedure completed. There was no reported injury to the patient. The lesion was the superficial femoral artery (sfa) which had cto. A unknown guidewire crossed the lesion. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the saber rx 5mm 20cm was attempted to be inflated after crossing the lesion; however, the pressure did not rise. The balloon part did not inflate on angiography. Leakage from the balloon shaft was confirmed after removing the device from the patient. The complaint device was replaced with another balloon catheter and the procedure completed. There was no reported injury to the patient. The lesion was the superficial femoral artery (sfa) which had cto. A unknown guidewire crossed the lesion. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6 as reported, the saberx 5mm 20cm was attempted to be inflated after crossing the lesion; however, the pressure did not rise. The balloon part did not inflate on angiography. Leakage from the balloon shaft was confirmed after removing the device from the patient. The complaint device was replaced with another balloon catheter and the procedure completed. There was no reported injury to the patient. The lesion was the superficial femoral artery (sfa) which had cto. An unknown guidewire crossed the lesion. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. A non-sterile saberx 5mm20cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a clear plastic bag. Per visual analysis, the balloon profile was inspected, and it appears to have been previously inflated. The body shaft of the unit was inspected, and no damages were observed by the naked eye. Per functional analysis, inflation/deflation testing was performed on the unit. A lab sample inflator/deflator device partially filled with water was attached to the unit and positive pressure was applied. A leakage was observed on the blue portion of the body shaft between the balloon and the guidewire exit port of the unit. Per microscopic analysis, the unit was sent to sem analysis to identify the possible root cause of the leakage. Results showed that the saberx 5mm20cm 155 catheter complaint unit presented evidence of a ruptured condition along with scratch marks located on the external surface of the shaft, this type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch mark on the surface probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device resulting in the rupture identified on the shaft surface. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82232917 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - in-patient¿ was confirmed via device analysis. However, the exact cause could not be determined. Device analysis revealed a leakage coming from a torn area on the external surface of the shaft between the balloon and the guidewire exit port during functional analysis. The outer surface of the shaft presented evidence of scratch marks near the torn area. Based on the information provided it appears the body/shaft leakage was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics of a chronic total occlusion, may have contributed to the reported event as calcification can damage the body/shaft material. A chronically occluded vessel makes crossing into the lesion difficult; it is likely damage to the shaft occurred in the attempt to cross into the lesion. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.